Manufacturer narrative:
Patient (B)(6). Device is an instrument and is not implanted or explanted. Per the facility, the complainant part has been discarded and is not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a 2.0mm drill bit with depth mark broke off during an open reduction internal fixation (orif) procedure of a distal humeral fracture on (B)(6), 2015. The surgeon was unable to retrieve the tip; the piece remains in the bone. There was no reports of a surgical delay. Another part was immediately available and the procedure was completed successfully. This report is 1 of 1 for (B)(4).